Event description:
It has been reported to us that the guide catheter shaft kinked then separated inside the patient, resulting in surgical procedure for removal of the separated section. The physician inserted a diagnostic catheter and preformed angiographic procedure. The physician removed the diagnostic catheter from the patient. The physician inserted the guide catheter and advanced it forward over the arch. The physician looked on the fluoroscope and realized that the tip was not responding. The physician noticed that the guide catheter was kinked. The physician attempted to untwist the guide catheter and was not successful. The physician attempted to remove the guide catheter and the shaft separated. The physician inserted a 9f introducer sheath into the left femoral artery in an attempt to snare the detached section of guide catheter but was unsuccessful. The decision was made to send the patient for a surgical procedure to removed the detached section of the guide catheter. The surgical procedure was successful. The patient is reported to be doing well.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.